Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set with cassette disconnected from the transfer set. This occurred during peritoneal dialysis therapy on the homechoice machine, while the home patient (hp) was sleeping. The technical service representative assisted the hp in ending therapy. During follow-up with the hp¿s nurse, it was reported that there was no problem with the involved transfer set, which was not changed after the event. There was no patient injury or medical intervention associated with this event. No additional information is available.